Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The device was not working due to fluid loss. The aus was explanted and replaced. No patient complications reported.